Event description:
It was reported that this pacemaker recorded a lead safety switch due to low out of range pace impedance measurements lower than 200 ohms in the right atrial (ra) lead. There is no evidence of noise and sensing seems good. This pacemaker remains in service. No adverse patient effects were reported.